Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem: no consequences or impact to patient (B)(4). Device problem: incorrect or inadequate result (B)(4).

Event description:
The customer states that higher than expected platelet results were generated on one patient sample tested on the cell-dyn 1800 analyzer. This patient's initial platelet result of 79 k/ul was questioned because the patient typically runs a platelet count of less than 40 k/ul. The sample retested at 18 k/ul. No suspect results were reported from the lab. There is no impact to patient management reported. The customer requested a service call.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and attributed the issue to a dirty/contaminated rbc aperture plate. The fsr cleaned the rbc aperture plate and verified that the instrument was performing within specifications. Subsequent instrument operations were acceptable. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the event details and the current investigation, no product malfunction was identified with the cell-dyn 1800 instrument. The issue was resovled after performing required maintenance on the instrument. Printouts from the customer site document the initial platelet result being 78 k/ul and not 79 k/ul as reported in the initial customer contact.